Manufacturer narrative:
Product condition received. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extension tubing was also returned. Three kinks were found on the catheter tubing located 44.5cm, 75.7cm, and 76.5cm from the iab tip. Product evaluation: an underwater leak test of the balloon, catheter, y-fitting extracorporeal and pressure tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. Conclusion: the reported problem could not be duplicated during testing. We are unable to determine when the kinks occurred, however, if the kinks occurred during the procedure it could restrict the gas flow through the iab which could cause the reported alarm. A review of the device history does not indicate any lot specific issues.

Event description:
Ccl was putting in another iab at the end of call. No blood seen in catheter tubing. Patient was on the ccl table, as reported by ccl personnel, they were having difficulty with the pump. The balloon was in position confirmed by fluoro. Initially inflated completely perfluoro pumped 2 cardiac cycles and received "check iab catheter" message. Ccl personnel state that there is visible pulsation of the balloon pumping in the groin. Iab waveform is good. "Chair" aspirated with blood return before performing a manual inflation. Advised the physician to pull back on the iab catheter 1/2 to 1 inch and advance into position per fluoro. Good waveform for 2 cycles and again "check iab catheter". Suggested considering changing catheter which they said they will do. Asked to keep this catheter and put it in a red biobag and we will send a box to retrieve the catheter for analysis. While in cath lab alarm "check iab cath" continued sounding and balloon would not pump. After service call and continued trouble shooting (i.e. Checking placement with fluoro, manual balloon fill, etc) patient's bp stabilized so we removed pump. A few hours later, ccl personnel inserted another balloon, same size through the same sheath, and got the same alarm and interruption to pumping. Ccl personnel found that by applying pressure to the groin site (i.e. Altering the angle of the sheath) the pump would work. Soon after, the patient's condition worsened, she coded, and died shortly after. On (B)(6) 2011, phone conversations with sales representatives confirm that patient was very sick and the facility had difficulty with therapy due to patient's condition. On (B)(6) 2011, the sales representative spoke to the ccl personnel who originally filled out the data-sheet and the ccl personnel confirmed that the hospital at this time is not attributing the incident or death to the iab or pump. (B)(4).